Event description:
It was reported that the patient experienced syncopal episodes, and it was noted that the ventricular thresholds and impedance have increased. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.